Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An invasive revision procedure was performed and the rv lead was successfully explanted and replaced. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. A cut in the insulation was observed 220 mm from the terminal pin. Additionally, the conductor coils were deformed and displayed marks from approximately 222 mm - 230 mm from the terminal pin. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.